Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. Treatment was not reported. It was unknown if the patient recovered from the event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13g17038 and h13j29038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.